Manufacturer narrative:
Device used for treatment, not diagnosis. Date of event: unknown. This report is for an unknown cage/plate/unknown lot. Part and lot number are unknown; UDI number is unknown. Implants & explant dates are unknown. Complainant part is not expected to be returned for manufacturer review/investigation. The reported event required medical/surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Device report from synthes on an event in (B)(6) as follows: this report is being filed after the subsequent review of the following literature article yunoki, m., kanda, t., suzuki, k., uneda, a., hirashita, k. & yoshino, k. (2017) vertebral artery occlusion after anterior cervical discectomy with fusion. Iranian journal of neurology. Vol. 16, no. 4: 221-222. Japan. The purpose of this study was to report a case of cerebellar infarction due to vertebral artery (va) occlusion that was diagnosed 2 days after anterior cervical discectomy with fusion (acdf). The study included one (B)(6)-year-old, female patient who presented with 3 months history of bilateral arm and neck pain with shoulder radiation and clumsy hand. 36 hours after surgery, the patient complained of mild nausea and vertigo. Mr angiography and MRI were performed 48 hours postoperatively, revealing right cerebellar infarction and right va occlusion. The patient responded well to argatroban and was discharged 21 days after surgery without neurological symptoms. Mr angiography performed 2 years after discharge revealed complete recanalization of the right va. The female patient was implanted with titanium cages (syncage-c: depuy synthes) with a 7-degree lordotic angle and anterior heights of 7.0 and 5.0 mm. This is report 1 of 1 for (B)(4). This complaint involves 1 device (unknown titanium cages). One for the patient who experienced mild nausea, vertigo, a right cerebellar infarction and right va occlusion.

Manufacturer narrative:
Additional narrative: relevant tests. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate